Event description:
The complainant has reported that a patient (age and gender unknown underwent a therapeutic procedure for treatment, placement of an esophageal stent. The deployment suture of the ultraflex esophageal stent broke when the stent was deployed by approximately 90%. There had been no resistance encountered prior to the sutue break. The detached suture was pulled utilizing forceps and the stent was successfully released/placed. The patient did not sustain any complications or ill effects as a result of the suture break. The patient condition is noted as 'ok'.